Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective touchscreen monitor. Also advised of fast stop error. The generator interface pcb was also replaced to solve all other service issues. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had touchscreen failure. Also reported to have shutdown uncommanded. Fast stop errors displayed.